Event description:
The ICD and lead were replaced when intermittent noise on the v-sense/pace rv coil and svc coil was observed on the electrograms; however, there is no svc coil implanted. The physician elected to replace the ICD and the lead was capped.